Manufacturer narrative:
Correction information was added in d.4. Additional information was added in d.9. D.10., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. Light scratches are observed on the anterior surface near the edge. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. A power and resolution inspection was conducted with acceptable results. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric company(3.00cyl), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company toric 22.5 diopter lens. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision, hazy. The iol was exchanged for non-company lens. Clinical reason for explant mentioned as mechanical defect. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.